Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported there was a line on the screen. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During inspection, the display was found to have lines running through it, which partially obscure pulse rate values in one of the 4 orientations. The lcd display was found to be defective. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Corrected data: model number corrected from 9709-1 to 9707-1. Catalog number corrected from 9709 to 9707.